Event description:
Clinical narrative: a 64-year-old male with an indication for use of acute myocardial infarction and cardiogenic shock, with a pre-support clinical state consistent with scai shock stage a, underwent mechanical circulatory support escalation. During the procedure, while escalating to an impella 5.5 device, the existing impella cp was pulled back into the descending aorta and placed on surgical mode as the catheter and wire crossed the aortic valve into the left ventricle. A 0.018-inch wire was advanced through the catheter into the left ventricle, the catheter was removed, and the impella 5.5 was loaded onto the wire and advanced into the left ventricle, then started on p2 support. Following left femoral cutdown, the impella cp was removed through the sheath, during which thrombus was observed within the sheath during aspiration. Aspiration was continued until no thrombus remained, after which the sheath was removed, and the left femoral access site was surgically repaired. The physician documented that the thrombus was isolated to the sheath and that the patient¿s leg was unaffected. Distal pulses were palpable and confirmed by doppler, and the patient remained stable on impella 5.5 support. Based on the available information, this event involved thrombus formation within the introducer sheath during device management, without evidence of impella device malfunction or contribution. The thrombus did not result in patient injury, vascular compromise, or adverse clinical sequelae. The impella devices functioned as intended, and the patient remained stable and survived through explant.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Device information was updated. H6 health effect - clinical code e0514 was updated to e050304. H6 medical device problem code a24 was updated to a01.

Manufacturer narrative:
D9: added the devices return information.